Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered five bursts of anti-tachycardia pacing (atp) as inappropriate therapy due to supraventricular tachycardia (svt), with the delivery of the therapy caused by undersensing of a right atrial beat. Technical services (ts) reviewed the episode with the caller and explained the programmed therapy delivery. The device remains in service. No adverse patient effects were reported. At a later date, it was reported the patient this ICD delivered one shock and six bursts of atp as inappropriate therapy due to supraventricular tachycardia (svt), with the delivery of the therapy caused by undersensing of a right atrial beat. Ts was consulted and discussed the available programming options. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered five bursts of anti-tachycardia pacing (atp) as inappropriate therapy due to supraventricular tachycardia (svt), with the delivery of the therapy caused by undersensing of a right atrial beat. Technical services (ts) reviewed the episode with the caller and explained the programmed therapy delivery. The device remains in service. No adverse patient effects were reported. At a later date, it was reported the patient this ICD delivered one shock and six bursts of atp as inappropriate therapy due to supraventricular tachycardia (svt), with the delivery of the therapy caused by undersensing of a right atrial beat. Ts was consulted and discussed the available programming options. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: bsc aware date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered five bursts of anti-tachycardia pacing (atp) as inappropriate therapy due to supraventricular tachycardia (svt), with the delivery of the therapy caused by undersensing of a right atrial beat. Technical services (ts) reviewed the episode with the caller and explained the programmed therapy delivery. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered five bursts of anti-tachycardia pacing (atp) as inappropriate therapy due to supraventricular tachycardia (svt), with the delivery of the therapy caused by undersensing of a right atrial beat. Technical services (ts) reviewed the episode with the caller and explained the programmed therapy delivery. The device remains in service. No adverse patient effects were reported. At a later date, it was reported the patient this ICD delivered one shock and six bursts of atp as inappropriate therapy due to supraventricular tachycardia (svt), with the delivery of the therapy caused by undersensing of a right atrial beat. Ts was consulted and discussed the available programming options. This ICD remains in service. No additional adverse patient effects were reported. At a later date, this device delivered two bursts of atp and one shock as inappropriate therapy for the patients atrial fibrillation (af). Ts discussed stored episodes and available programming options. This device remains in service. No additional adverse patient effects were reported.